Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the front panel was blinking due to the inability to recognize the scope even though the scope was connected to the output socket because of a malfunction of the slide switch. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for the front panel blinking.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the front panel was blinking and there was an e300 error; customer did not have the device present at that time. Tac suggested the customer reconnect the scope and to ensure the trigger in the light source socket was not stuck; tac also suggested customer reseat the maj-1933. Customer called tac a second time, and stated he connected 180 and 190 series scopes to the tower and the leds (light-emitting diodes) on the front panel of the clv-190 continued to blink. He checked the tab at the 12 o'clock position and confirmed it was still spring loaded and stated the lights blink when there is no scope connected. The maj-1933 and the maj-1941 were also checked for proper fit and found them to be in good working order. Customer declined tac recommendation of sending device in for repair and stated that he would do so later (after generating a purchase order number). Customer later notified olympus that the device would be sent in for repair (not yet received at the time of reporting). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, there was an e300 error, and the front panel was blinking. The issue occurred before the procedure began. There was no delay, and the procedure was completed with the same device. There was no patient harm associated with this event.